Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegm extract record showed oversensing on the rv channel as well as the beginning of charging. The x-ray movie demonstrated the lead position. It was winded in the ICD pocket together with the bradycardia lead. Furthermore, a significant lead motion of the shock coil area, simultaneously to the hearth rhythm, could be observed. Based on the provided movie sequences, no signs of lead damage were recognizable. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approximately 76 months after the implantation one inappropriate shock was delivered due to oversensing.